Manufacturer narrative:
The customer reported event of 'empty saline bag, customer suspected quattro catheter leak' was not confirmed during functional testing. The catheter functioned as intended, there was no device malfunction. During visual inspection, there was no physical damage observed on the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Blood residue was observed on the catheter's balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation or deflation. All lumens flushed as intended. No leak was observed. Additional testing, the quattro catheter was also connected to the returned suk and ran with the ivtm thermogard system for an hour in the max warming mode with target temperature of 37°c and an hour in the max cooling mode with target temperature of 35°c, no leak was observed on both catheter or suk. The catheter and suk performed as intended. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process.

Event description:
It was initially reported that during the following day of ivtm thermogard patient treatment, the saline bag was noted to be empty. No leak was noted on the start-up kit (suk), customer suspected quattro catheter leak. The physician discontinued the use of the ivtm thermogard and an adjunct therapy (blanket) was performed. No known impact or consequence to patient was reported. Per additional information received by (B)(6) representative, a leak from the balloon was confirmed, but, they have no information about the exact location of it. Catheter was not replaced, the physician discontinued the use of the tgxp thermogard after the saline leak. The exact saline infusion amount used is unknown, but according to the customer, approximately 250ml infusion might be suspected since the saline bag was empty when the customer noticed the saline leak. Additional, discoloration analysis found blood contaminate in suk.